Event description:
Pump battery would not charge, and screen was dark, preventing confirmation about the impact on blood glucose level. Caller tried different wall outlets and adapters without success and used the original charging cable. Technical support decided to replace pump, as it was under warranty, instructed caller to continue using current pump for insulin delivery, and arranged shipment of replacement pump. Customer was informed to deplete battery before returning defective pump using provided label and box.